Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. An angiogram video clip was obtained by vsi/teleflex indicating a medial positioned radiopaque lock. Dissection was distal to lock with the interrupted flow. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an undisclosed procedure, an 18f manta was deployed for closure in the right common femoral artery. Following deployment, after viewing the post-fluoroscopy, the vascular surgeon mentioned he had concerns regarding a possible abnormality at the access site with potential arterial damage. The surgeon thought it was possible some calcium dislodged during the initial procedure, causing injury to the arteriotomy, and was not a manta issue. The decision was made to perform a cut down which revealed the manta device was intact and well positioned supporting the surgeons' initial thoughts for the cause of the arterial damage and confirming manta was not the cause for the surgical cut down. The patient did not experience any harm, injury, or health consequence from this event and the outcome post-procedure was fine. There is believed to be no device failure. The device was successfully implanted and was verified to be in the correct position at the time of surgical intervention. The surgeon noted it was possible some calcium dislodged during the initial procedure, causing injury to the arteriotomy, and confirmed during the cut-down. Therefore, the cause of the vessel damage requiring surgical intervention is likely due to user error and not manta-related. The manta instructions for use procedure preparations state to confirm via femoral arteriogram no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy. The following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery and other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. The DHR documentation was reviewed and showed no indication that the manta closure device did not meet specifications. The severity of harm is ranked as a 4 based on the event of endovascular intervention requiring surgical repair at the vessel access site arteriotomy was utilized to treat the stenosis. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: md vascular surgeon deployed manta as per IFU. Post manta deployment, fluoroscopic image of right access site performed. Based on imaging, md stated that he had concerns about right access site as appeared abnormal, possible vessel wall injury. Md stated he thought that maybe some calcium was dislodged during index procedure and injured arterial wall. Stated that he did not think manta was the issue at that time. Proceeded to cutdown. Manta found intact upon cutdown. Md stated that manta was well-positioned in artery and this supported his initial thoughts about the access site on fluoroscopy. Confirmed at end of cutdown that manta was not the reason for cutdown. There was no harm to the patient and they were reported as fine post the procedure.

Event description:
It was reported that: md vascular surgeon deployed manta as per IFU. Post manta deployment, fluoroscopic image of right access site performed. Based on imaging, md stated that he had concerns about right access site as appeared abnormal, possible vessel wall injury. Md stated he thought that maybe some calcium was dislodged during index procedure and injured arterial wall. Stated that he did not think manta was the issue at that time. Proceeded to cutdown. Manta found intact upon cutdown. Md stated that manta was well-positioned in artery and this supported his initial thoughts about the access site on fluoroscopy. Confirmed at end of cutdown that manta was not the reason for cutdown. There was no harm to the patient and they were reported as fine post the procedure.

Manufacturer narrative:
Qn#(B)(4).